Event description:
It was reported that, after inserting the li61aor lens, the surgeon noticed that the haptic was bent. The incision was enlarged and the lens was removed intraoperatively. Another li61aor iol of the same diopter was implanted. Please reference MDR #: 1119279-2011-00088.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.